Event description:
It was reported that the lead insulation exhibited an anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the outer insulation was abraded at 7.0 cm to 7.3 cm from the connector pin. The abrasion is consistent with constant friction with another implantable device.